Event description:
Reference number (B)(4). Event occurred in france. It was reported that, patient faced infusion set leakage issue resulting the blood glucose level to rise at 448 mg/dl. The acetone level were at 0.8 along with thirst symptoms, abdominal pain and headaches on removal of hematoma. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Investigation summary: the following tests were completed for 10 reference samples of lot 5408101: 1. Visual inspection as per 4902138 (criterios de calidad para productos de la familia contact) quality criteria for contact family products, version 10. 10 samples visually inspected and no deviations identified. 2. 4802011, flow test on customer complaints (pruebas de flujo en quejas del cliente), version 10.10 samples tested and no deviations value test p1.- 148 p2.- 220, p3.- 136, p4.- 209, p5.-204, p6.-49, p7.-138, p8.-173, p9.-207, p10.-117. 3. 4802101, leak test on customer complaints (pruebas de fuga en quejas del cliente), version 44. 10 samples leak tested and no deviations identified.

Event description:
To date no additional patient or event details have been received.